Event description:
The customer reported that part of the blue tip burning off during a procedure. There was no patient injury. The device was returned with metal on the jaw exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.